Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 06045.

Event description:
Per report received from france, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, when advancing the delivery system (ds), the esheath kinked causing the valve to get stuck at the end of the sheath. During the removal of the valve and esheath as a unit, the valve came out of the sheath because the liner was torn, and perforated the iliac artery causing a hemorrhagic shock. After withdrawal, the valve had the frame distorted. The patient was moved to vascular surgery. After repairing and vessel closure, a new non-edwards transcatheter valve was implanted. The patient was noted as to be doing well.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: a crimped valve with five (5) bent and distorted struts at outflow side as well as an expanded valve with a distorted and canted frame, bent struts, and the leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual observation. The complaint for "frame damage" was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event.-a review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "the valve came out of the sheath because the liner was torn, and perforated the iliac artery causing a hemorrhagic shock. After withdrawal, the valve had a distorted frame." Per returned device evaluation, 5 bent struts were observed outwards at the outflow side, which may suggest excessive device manipulation during system withdrawal. Excessive force applied to manipulate the device during withdrawal can lead to the valve struts interacting with the sheath shaft/liner and/or patient-s vasculature, resulting in the observed strut damage at the outflow side. As such, available information suggests that procedural factors (device manipulation, withdrawal of crimped valve) may have contributed to the event. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (device manipulation, withdrawal of crimped valve tearing through sheath liner) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.